Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {b}(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-2329}; product lot/serial number {b)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the post-procedure transthoracic echocardiogram (tte) shoed mild paravalvular leak (pvl). The one-month echocardiogram showed a new mild to moderate valvular aortic insufficiency and mild pvl. The six-month echocardiogram showed mild pvl and no valvular aortic insufficiency; thus, the worsening aortic insufficiency was reported as resolved. No intervention and treatment were provided.

Manufacturer narrative:
Updated data: h6. Conclusion: as the event reported an adverse event in a procedure involving a medtronic device an investigation was required. As the device remained in the patient at the time this investigation was completed, no return product analysis was able to be performed. The reported event is unconfirmed as the device met specifications for the reported issue. A comprehensive review of the device history records for the device associated with this reported event was performed. In this instance no manufacturing issues or signals, that may have been causative in considering this issue were identified. The device instructions for use (IFU) lists paravalvular leak, regurgitation, and effusion as potential risks associated with the treatment procedures. The IFU is developed from the product risk documentation as is the product labelled adverse events document. There is no identified inadequacy with the IFU in relation to this event. This event will be included in monitoring and trending. It is not possible to determine a cause of the event from the information provided. The product design or manufacturing processes of the medtronic device have not been identified as the cause of the event. Therefore, the cause of the event is undetermined. The complaint investigation determined this event is foreseen in risk management and is included in monitoring/trending. Paravalvular leak (pvl) and central regurgitation (including aortic) are known potential adverse effects per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, no root cause can be determined for the reported events. Vascular complications, such as effusion, is a known potential adverse patient effect per the device system IFU, and are typically related to patient factors (ex. Anatomy, comorbidities, etc.), and/or procedural effects (ex. Sheath used, user technique, puncture cut location, etc.). Based on the limited information available, a conclusive root cause of the vascular complication cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the post-procedure transthoracic echocardiogram (tte) shoed mild paravalvular leak (pvl). The one-month echocardiogram showed a new mild to moderate valvular aortic insufficiency and mild pvl. The six-month echocardiogram showed mild pvl and no valvular aortic insufficiency; thus, the worsening aortic insufficiency was reported as resolved. No intervention and treatment were provided. Additional information indicated worsening left ventricular (lv) function occurred on the date of the valve implant. Additionally, it was reported that the 1 month echocardiogram showed the worsening lv function, right ventricular (rv) dysfunction, worsening pulmonary hypertension, and worsening pericardial effusion. No symptoms were reported and no treatment required for these adverse events. The physician indicated the valve implant procedure or a medtronic product had not caused or contributed to the worsening lv function, rv dysfunction, worsening pulmonary hypertension, nor the worsening pericardial effusion. The causes of the worsening lv and rv function, worsening pulmonary hypertension, and worsening pericardial effusion were not reported. The worsening lv function, rv dysfunction, pulmonary hypertension had not resolved. The worsening pericardial effusion resolved approximately 5 months following onset. Additionally, the cause of the worsening aortic insufficiency was not known. As reported, patient anatomy was not a contributing factor.

Event description:
Additional information indicated worsening left ventricular (lv) function occurred on the date of the valve implant. Additionally, it was reported that the 1 month echocardiogram showed the worsening lv function, right ventricular (rv) dysfunction, worsening pulmonary hypertension, and worsening pericardial effusion. No symptoms were reported and no treatment required for these adverse events. The physician indicated the valve implant procedure or a medtronic product had not caused or contributed to the worsening lv function, rv dysfunction, worsening pulmonary hypertension, nor the worsening pericardial effusion. The causes of the worsening lv and rv function, worsening pulmonary hypertension, and worsening pericardial effusion were not reported. The worsening lv function, rv dysfunction, pulmonary hypertension had not resolved. The worsening pericardial effusion resolved approximately 5 months following onset. Additionally, the cause of the worsening aortic insufficiency was not known. As reported, patient anatomy was not a contributing factor.

Manufacturer narrative:
Updated data: b5, b6, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.